Event description:
Covidien received info from a customer in (B)(6) reporting that, during pt use, an 840 ventilator was alarming, and there was a burning smell coming from the graphical user interface (gui) side of the ventilator. The patient was switched from the ventilator. There was no patient injury reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), gui, gui shield, and backlight inverter pcbs. The c385 condenser fell into contact with the insulator and generated the burning smell. (B)(4).